Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the valve could not be pushed through the delivery catheter system (dcs), and after loading, the dcs was unable to be loaded onto the left ventricular guidewire. The dcs was removed and the system was replaced with a balloon expandable valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-29; product serial/lot number: unknown; product type: 0195-heart valves; implant date: na; explant date: na non-medtronic product ID: guidewire; product serial/lot number: unknown; implant date: non-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule open. Delamination was evident to the proximal end of the capsule. Slight deformation was evident to the proximal end of the inner member and flattening was observed to the distal end. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. An in-house guidewire was again backloaded through the device tip with no resistance noted. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported interaction issues with a guidewire and difficulty to load could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.